Manufacturer narrative:
(B)(4). Batch # p58x2k. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was the hospital stay extended? Yes. If yes: how long was the patient in the hospital? Two weeks was extended. Was the extended hospital stay planned? Yes. Was there any other patient consequence? Unknown. What is the patients current condition? Stable and still in the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was a complete transection of the cutting washer confirmed? Can you please describe the staple form? Did the patient have any preoperative chemotherapy or radiation? Was the extended hospital stay due to the difficulty with the device or was it planned? What is the current status of the patient?

Event description:
It was reported that the patient is with rectum cancer. During the resection of low rectal cancer, squeezed down the firing trigger with audible feedback, the donuts was complete, but the patient was bleeding. Checked and found half of staple line was incomplete. Suture and electrode were used to stop bleeding and sew the wound. The patient lost about 150ml blood, surgery delayed about 30 minutes. The patient is stable and in the hospital now.

Manufacturer narrative:
(B)(4). Batch # p58x2k. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Experienced where in the green gap setting scale was the indicator located prior to firing? Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was a complete transection of the cutting washer confirmed? Yes can you please describe the staple form? Well formed, but incomplete, missed half of staples did the patient have any preoperative chemotherapy or radiation? Unknown was the extended hospital stay due to the difficulty with the device or was it planned? Delayed about two weeks what is the current status of the patient? Stable and in hospital now.

Manufacturer narrative:
(B)(4).